Manufacturer narrative:
After clinical/secondary review of this file performed on march 26, 2021, it was decided to remove patient code hemorrhage since the patient was assaulted then had bleeding, and to more accurately capture the reported event. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left hemorrhage, and chest injury. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction surgery with unknown implants on both sides and experienced internal bleeding with her implant as a result of the attack she experienced during an assault. As a result, the patient underwent bilateral explantation and replacement with mentor gel devices on (B)(6) 2014. This report is for the patient¿s left-sided device.